Manufacturer narrative:
Device passed sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery now¿, ¿battery failed¿, or "power loss" errors were noted. During the displacement test the pump returned an "insulin flow block" alarm. This is due to the force sensor flex cable incompletely plugged in. Unable to perform the displacement test due to the "insulin flow block" alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had unexpected battery power loss alarm. Customer's blood glucose level was unknown. Customer stated that they did not receive low battery alert prior to replace battery alert. Troubleshooting was performed for the battery power loss alarm. The insulin pump will be returned for the analysis.